Manufacturer narrative:
(B)(4). This information was incorrect in the initial medwatch.

Event description:
The baxter service technician reported a colleague infusion pump which experienced failure code 550:320:844:0000 during device evaluation. The root cause of this condition was determined to be a disconnected speaker harness, indicating that the device failed to audibly alarm for this condition. There was no patient involvement. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 550:320:844:0000. The root cause was determined to be a disconnected speaker harness. The speaker harness was reconnected to repair the reported condition. A follow up report will be submitted if additional information becomes available.